Event description:
Problem statement: the customer stated a "baby was born dead/stillborn and the customer would like to know if m2703a avalon fm30 fetal monitor s/n:(B)(4) worked properly?"

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.